Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their high blood glucose levels. The customer states the blood glucose level was 552mg/dl. The customer treated with insulin. The customer declined to troubleshoot and states the highs were attributed to treating for highs when they were not actually high.